Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that they were unable to get the device to respond when pressing the response buttons. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response button doesn't work) was confirmed. As received, the monitor's rear response button was not functional. Upon investigation the rear response button cable was damaged. The root cause of the damaged cable could not be positively identified but was likely due to excessive force when inserting the cable into the response button connector. No adverse event resulted from the damaged response button cable. The patient received a replacement monitor.